Event description:
It was reported that there was a leak in the hose attached to the handpiece. There are no allegations of adverse consequences due to this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality investigation. According to the quality engineer, there was a hole in the hose that attaches to the handpiece. The root cause for the failure appears to be a result of the abnormal treatment of the product at the account.